Event description:
The dealer states that 3 pivot links are broken on this chair. We are replacing the chair because the pivot links are not available as a service part at this time. Ok to replace complete chair per george coppola.